Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty el display. The device was returned to zoll medical stock.

Event description:
Complainant alleged that the device powers on without display. Complainant did not indicate that there was any patient involvement in the reported malfunction.